Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results generated on the architect i2000sr processing module for a 87 year old male patient that was in the hospital with a high fever. The patient has history of rhabdomyolysis. The patient¿s ck was 588 and radiometer aqt90 method troponin result was 0.15 ng/ml at (B)(6) hospital. The following results were provided from the (B)(6) hospital were provided: (B)(6) 2024 16:58 architect initial troponin result = 91.2 pg/ml, new sample result 19:17 = 100.8 pg /ml, (B)(6) 2024 result was 67.5 pg/ml the customer mentioned as the fever subsided, the troponin values were decreasing. The patient¿s echocardiogram without IV contrast was normal and the radiometer aqt90 results were within standard value. There was no harm to the patient and the customer reported the patient has been discharged from the hospital. Additional lab results provided: ck results were 703 iu/l, 618 iu/l, 183 iu/l. Ckmb results were 14 ng/ml, 7 ng/ml, 4 ng/ml. Additionally, the customer mentioned the patient tested positive for covid at the (B)(6) hospital but then tested negative for covid at the (B)(6) hospital. The customer is not questioning the cm-mb and covid results as being incorrect. Additionally, the customer reported the covid tests were not performed on the architect. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results generated on the architect i2000sr processing module for a 87 year old male patient that was in the hospital with a high fever. The patient has history of rhabdomyolysis. The patient¿s ck was 588 and radiometer aqt90 method troponin result was 0.15 ng/ml at (B)(6) hospital. The following results were provided from the (B)(6) hospital were provided: (B)(6) 2024 16:58 architect initial troponin result = 91.2 pg/ml, new sample result 19:17 = 100.8 pg /ml, (B)(6) 2024 result was 67.5 pg/ml the customer mentioned as the fever subsided, the troponin values were decreasing. The patient¿s echocardiogram without IV contrast was normal and the radiometer aqt90 results were within standard value. There was no harm to the patient and the customer reported the patient has been discharged from the hospital. Additional lab results provided: ck results were 703 iu/l, 618 iu/l, 183 iu/l. Ckmb results were 14 ng/ml, 7 ng/ml, 4 ng/ml. Additionally, the customer mentioned the patient tested positive for covid at the (B)(6) hospital but then tested negative for covid at the (B)(6) hospital. The customer is not questioning the cm-mb and covid results as being incorrect. Additionally, the customer reported the covid tests were not performed on the architect. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Return testing was not completed as returns were not available. Review of all the information provided by the customer was reviewed. A ticket search by lot identified slightly higher complaint activity; however, no trends were identified. Device history record review for lot 56448ud00 did not identify any non-conformances, potential nonconformances, or deviations with the complaint lot. In-house accuracy testing was completed using panels which mimic patient samples using an in-house retained kit stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation, the device met performance specifications and performed as intended at the customer site, therefore there is no systemic issue or deficiency with the architect stat high sensitive troponin-I for lot 56448ud00. All available patient information was included. Additional patient details are not available.